Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 511 mg/dl at the time of incident and current blood glucose was 461 mg/dl. Customer reported they do not feel okay to perform troubleshooting. The insulin pump will not be returned for analysis.